Event description:
On (B)(6) 2013, the reporter stated that in (B)(6) 2013, a month old patient was receiving infusion therapy with bd insyte-w for respiratory disease. The insertion site was located on the shank. On the 4th day, bd insyte-w was discontinued with no signs or symptoms of infection. The following week, the patient had a follow up at the hospital and there was no observed infection at the site. Approximately, half month later, the patient's parents identified signs of infection at the insertion site. On an unknown date, the hospital performed a bacterial culture which resulted in (B)(6) infection. Both medical and surgical intervention were performed. On an unknown date, the patient received surgery for apocenosis. In (B)(6) 2013, the patient's health was restored. The patient's parents do not believe that bd insyte-w contribute to the infection.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.